Event description:
It was reported that the patient was having trouble communicating the remote control with the implantable pulse generator (ipg), as it was difficult to charge due to pain, irritation and burning sensation at the pocket site. The patient underwent an explant procedure. Additional information was received that the explanted device will not be returned as it was kept by the facility.

Event description:
It was reported that the patient was having trouble communicating the remote control with the implantable pulse generator (ipg), as it was difficult to charge due to pain, irritation and burning sensation at the pocket site. The patient underwent an explant procedure.